Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient started having problems with their implantable neurostimulator (ins) in (B)(6) 2015. The patient was having hernia surgery and when the ins was turned off for the surgery it was found to be low. The ins was replaced on (B)(6) 2015. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.